Event description:
The customer reported that the acuity central station arrhythmia analysis feature did not identify a patient ventricular tachycardia episode 30 seconds in duration. There was no pt harm as a result of the reported events.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an installed centralized pt monitoring system that utilizes a sun micro-systems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Investigation proceeded by analysis of the downloaded pt waveform files. Welch allyn confirmed an episode of ventricular tachycardia on lead ii and lead iii of the pt ECG waveform with beat to beat heart rate increasing to as much as 160 beats per minutes. On lead v, the pt rhythm was largely unchanged during the episode except that the beat rate increased on pace with leads ii and iii. Engineering found that the rhythm analysis software correctly applied the rules based on algorithm and did not identify ventricular tachycardia because lead v waveform morphologies remained normal. However, despite lack of malfunction, the device did not detect an actual ventricular tachycardia. The software successfully identified and notified the user of the increased heart rate. The pt self converted back to normal sinus rhythm after approximately 30 seconds. The pt was not harmed.